Manufacturer narrative:
Based on the information provided, no definitive conclusion can be made. The subject product was not returned, therefore, no evaluation can be performed. A manufacturing review was performed and no discrepancies or non-conformances were noted.

Event description:
The following was reported by the user facility: it was reported that two dialyzers caused blood leak onto casing during treatment. Estimated blood loss 50 cc's. There was no patient, the MDR is being filed to document the malfunction.